Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage.